Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Further review prompted a change in the device analysis results. Evaluation summary (B)(4) - analysis found that the device takes a long time to boot. It also found that the errors were caused by the link electronic module printed circuit board. The printed circuit board was out of electrical specification.

Event description:
Asku.

Event description:
It was reported that while interrogating a device the programmer was experiencing lag time in between screens and than displayed an error message. When attempting to run the service disk to clear the error the screen went black and never completed. The programmer was returned for service. There were no patient complications reported as a result of this event.